Event description:
It was reported that the patient was hospitalized for an unknown indication, coincident with peritoneal dialysis (pd) therapy. The patient was also reported to be using antibiotics. The cause and the outcome of the hospitalization and antibiotic treatment were not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of the event was unknown. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if an autopsy was performed. No additional information is available. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.